Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an open thoracolumbar procedure. It was reported that the o-arm gantry door was not opening. The case was completed by not using normal standards and completing the surgery without navigation. The healthcare professional (hcp) stated that the issue did not occur in the or, so not in the presence of the patient. It was noted that it had happened when they tried to open the o-arm outside the o-arm to move. There was no patient or user harm.